Event description:
The consultant reports regarding the repair of a sacral fracture. On (B)(6) 2012, the patient was returned to the or for repair of the sacral fracture. During the procedure, 8 matrix locking caps were removed. It was noted that one of the 8 was stuck and difficult to remove, but the surgeon was able to remove it. The consultant reports that the surgeon stated that there was no hardware failure. During the procedure, the tips on 2 screw drivers broke. There were no pieces to retrieve. The surgeon was able to use other screw drivers to complete the surgery without further incident. During the procedure, the surgeon added bone graft and decompression at the site of the fracture, and implanted 2 new rods and 8 new lockings caps no injury to the patient was noted. This is 3 of 3 report for event # (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Product development event evaluation- after reviewing the complaint description, it is not clear as to whether the surgeon used the torque-limiting handle when removing the already tightened locking caps. The fracture at the tip implies that there was potentially excessive torque applied to the driver exceeding the yield and shear strength. As it is not known how much torque was applied to these drivers, this complaint is deemed indeterminate.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.